Event description:
A glucose meter had trouble scanning. When the meter scanned, a reading of 405 was obtained. The rn correctly repeated the result (as it did not make sense for the patient). The result was repeated on a different glucose meter and a 201 was obtained.